Manufacturer narrative:
(B)(4). The instrument was received for evaluation. The lot code indicates it was manufactured in september of 1989. Upon inspection, it was noted that about 70% of the fractured surface is oxidized, indicating that the jaw was cracked for a long time prior to failure. The shiny spots on the fractured surface are rubbing marks; an indication that the instrument was used in the cracked condition probably several times before it fractured. Hardness readings of the instrument met part specifications. The IFU states: "...clamp should be inspected carefully prior to each use and during the cleaning procedure for any signs of unusual wear, cracking or corrosion. Microscopic cracks may be detected by the appearance of rust on the instrument. Should any irregularity be noted, do not use." Based on the appearance of the fracture surface, inspection should have caught this prior to the instrument breaking. A historical complaint review was conducted with no trend identified for this product code. No corrective actions necessary at this time.

Event description:
Broken, the instrument came apart during a heart case. There was no patient injury or medical intervention required. A new instrument was used and the procedure continued as planned.

Manufacturer narrative:
(B)(4).